Manufacturer narrative:
Based on the laboratory report there was no microorganism recovered from the device. The device was gas sterilized prior to returning the device to olympus. The device instrument channel was examined with the use of a borescope, and found large kinks, stains, and scrape marks in the instrument channel. Additionally, there was a foreign material build-up on the body grip. There was a discoloration of the insertion tube, and more foreign build-up on the bending section cover near the adhesive area. The bending section cover is also torn which caused the device to failed the leak test. There were 16 broken image fibers. A review of the instrument history revealed that the device was purchased on august 21, 2010 with no service events after. This is the first service event for the subject device; the device was refurbished and returned to the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (per CAPA-200413). It has been over 14 years since the subject device was manufactured. Based on the results of the additional investigation, the following has been determined: 1. Positive culture test and cross-contamination ¿ although the third-party culture test was negative, the facility¿s reprocessing procedure confirmed multiple obvious instructions for use (IFU) deviations. 2. It is likely that the biopsy channel was damaged due to insertion and/or removal stress of the endotherapy accessories during the procedures. 3. The subject device has a severely torn bending section cover (a-rubber) and the a-blade was exposed. It is likely caused by the user facility. 4. Although, it was confirmed that foreign material adhered to the edge of the a-rubber glue, the foreign material could not be identified. It is likely that the foreign material remained due to deviation of reprocessing from the manual. The facility¿s reprocessing procedure confirmed multiple obvious instructions for use (IFU) deviations. 5. Although, it was confirmed that there was foreign material at the grip, the foreign material could not be identified. It is likely that the foreign material remained due to deviation of reprocessing from the manual. The facility¿s reprocessing procedure confirmed multiple obvious instructions for use (IFU) deviations. 6. Although, it was confirmed that there was dirt inside the biopsy channel, the dirt could not be identified. It is likely that the foreign material remained due to deviation of reprocessing from the manual. The facility¿s reprocessing procedure confirmed multiple obvious instructions for use (IFU) deviations. The event can be detected/prevented by following the IFU which state: ¿preparation and inspection of the endoscope instructs user to inspect the appearance of the insertion section and the insertability of the biopsy channel.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility and the endoscopy support specialist's (ess) observation summary report based on a site visit . Based on conversation with the attending physician there were nine patients that were examined by the same cystoscope. After the procedure, the patients' urine samples were cultured and an esbl e.coli had been recovered on those patients' urine sample. The patients were treated with antibiotic. The cystoscope was returned to olympus for evaluation to see if there had been any damage on the device. According to the physician, some of the patients have had urine retention, hematuria, septic issues, and uti after the procedures, which triggered him to have the patients' urine be cultured. In addition, it was reported that the device has been manually reprocessed and soaked in cidex opa (disinfectant). The user facility further reported that there had been no device culture performed prior to returning the device to olympus. On november 13, 2020 an olympus ess visited the user facility to perform a scope reprocessing and infection control in-service for the staff. The ess covered infection control information referenced in the user manual and reprocessing manual. In addition, the ess requested the facility staff to show him each step in the use and reprocessing of the scope. Based on the ess' observation the facility staff was not currently using correct transport bins, not pre-cleaning, not leak-testing after each case, not currently reprocessing stopcock, not currently replacing saline bag or irrigation tubing between each case, not currently reprocessing reusable brushes, not currently soaking scope in detergent for the recommended amount of time, and not currently properly rinsing scope. The ess communicated these findings to the facility staff, and provided them a list recommended proper reprocessing techniques and proper handling and storage of the device. The ess recommended the use of disposable ancillary equipment and to consider using the gluteraldehyde based disinfectant, such as aldahol 1.8.

Event description:
This is for (B)(6), and this is 4 of 9 reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the following causes have been identified: the cause of the positive culture test and suspected cross-contamination was likely from the user deviating from the reprocessing instructions for use. The cause of large kinks, dirt, stains, and scrape marks inside the biopsy channel was likely damaged due to insertion and removal stress of the endotherapy accessories during the procedures. The cause of the foreign build-up on the bending section cover near the glue was likely from inappropriate reprocessing. The cause of the bending section cover torn and leaking was likely from user handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluation is pending. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00495.

Event description:
Patient 4 of 4. It was reported the patient experienced an infection following a procedure that involved the device. Although requested, additional information has not been provided at this time.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).